Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems, cervical and thoracic. It was reported the patient is experiencing difficulty recharging her cervical scs system. Follow up information identified the patient is unable to communicate her ipg with the charging system or programmer. The sjm representative confirmed the issue. The patient is deciding on the next course of action to be taken.